Event description:
It was reported tha during a surgery, 2 spin screw broke under the head whereas they were implanted. The cleavable parts were not found. The batch numbers were unknown. There was a significant increase in surgery time due to the breakage.

Manufacturer narrative:
The device was not returned for investigation. A device history record could not be reviewed due to the batch number not available. The internal corrective action has been implemented.